Event description:
Underdelivery reported. The pump was returned from a rental facility to the distrubutor with a note indicating the pump was "not infusing as programmed". No pt info was available, no adverse event was reported. The pump was tested by the distributor at 400 ml/hr for a 30ml dose limit. Pump reportedly delivered 15ml. No further info is available.

Manufacturer narrative:
The reported problem could not be duplicated. An infusion test ran at 400ml/h for a total of 30ml within system accuracy and without alarms. Fluid spillage was found on the latch and printed circuit board area.